Event description:
Information was received from a healthcare professional (hcp) via manufacturer representative (rep) regarding a patient who was receiving gablofen, 2000 mcg concentration at unknown dose via intrathecal drug delivery pump for intractable spasticity and cerebral palsy. It was reported that the hcp reported infection for catheter and pump. It was unknown as to what factors may have led or contributed to the issue. It was unknown what diagnostics/troubleshooting was performed. At the time of this report, the issue was not resolved. Surgical intervention was scheduled to be performed on this report date. Patient status was reported as "alive-no injury" . Return status for the pump and catheter were reported as "unable to determine". No further complications were reported. Additional information received on (B)(6) from the hcp via rep indicated that it was unknown as to whether the infection was resolved. The pump and catheter were explanted on the night of (B)(6) and the plan was to wait for infection to subside and reimplant in a month or so additional information received on october 2nd from the hcp via rep indicated that pathology was analyzing and since it was infected they would dispose it